Manufacturer narrative:
Additional information received: b1, b5, h1, and h6 updated based on the additional information received from the clinical site.

Event description:
It was further reported that the patient was febrile and had blood cultures positive for gram-negative rods. Additionally, it was noted that the plasma free hemoglobin was rising and the patient is intermittently alarming "placement signal low."

Manufacturer narrative:
D9 updated. The product has been returned. The investigation is still ongoing.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced intermittent placement signal alarms and the ao signal did not correlated with the non-invasive blood pressure readings. An echocardiogram was performed to confirm the pump was in the correct position. No patient harm was reported.

Manufacturer narrative:
D6b updated. The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.